Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by united therapeutics. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported that chloraprep causes skin irritation and itching. Case description: this united states case is a solicited reported received on (B)(6) 2021 from a consumer from a patient support program via (B)(6) pharmacy. Additional spontaneous information was received on (B)(6) 2021 from a consumer via (B)(6) pharmacy. This (B)(6) year old, (B)(6) , female patient began therapy with remondulin (treprostinil sodium, concentration of 1.0 mg/ml), on (B)(6) 2021 for primary pulmonary arterial hypertension. The current dose was reported at 0.00625 pg/kg, continuous via intravenous (IV) route. On an unreported date in 2021, the patients central venous catheter (cvc) comes out of her chest (device dislocation, medically significant), when removing an old central venous catheter (cvc) dressing it stings (injection site pain), irritation and itching at her central line site (injection site haemorrhage) and chloraprep causes her skin irritation and itching: catheter dressing she is currently using is causing a skin reaction, the skin around the border of the dressing is red: skin irritation at line site (dermatitis contact). Co-suspect medication included chloraprep (chlorhexidine gluconate, isopropanol). Concomitant medication included tadalafil. Relevant medical history included primary pulmonary arterial hypertension. The patient was allergic to iodine. It was reported that the patient was recently having irritation and itching at her central line site. When removing an old central venous catheter (cvc) dressing it stings. She used the alcohol swab sstick to remove any dried blood beneath her dressing as she had one clot remaining at where cvc came out of her chest that she and her nurse had been working to remove. The patient would use sterile saline wipes and then alcohol swab sticks going forward until her nurse could find another option for skin antiseptic as she was alleric to iodine. The chloraprep caused her skin irritation and itching. Furthermore, the catheter dressing she was currently using was causing a sking reaction, the skin around the border of the dressing was red. Action taken with IV remodulin was not reported for the events of injection site pain, injection site pruritus, injection site irritation, injection site haemorrhage and dermatitis contact. At the time of reporting, the outcome of injection site pain, injection site pruritus, injection site irritation, injection site haemorrhage and dermatitis contact was unknown. The reporter did not provide causality for the events of injection site pain. Injection site pruritus, injection site irritation, injection site haemorrhage and dermatitis contact. Case comment/senders comment: the company has assessed the serious adverse event of device dislocation as not related to IV treprostinil. The event was likely related to a complication associated with device but not the dug itself.